Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the machine was turning off even when attempted to plug it into another power outlet the device would not restart. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was turning off. A field service engineer troubleshot an issue with the station not powering on. All power supplies were checked and confirmed to be functioning properly. The fse inspected each drawer individually and identified drawer 4.2 on the main unit as faulty. The board was replaced and tested in application, with all functions working correctly and no issues found. The customer also verified the functionality and confirmed everything was operating as expected. Additionally, several drawer fascias were found to be loose and were tightened. The station was fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the machine was turning off even when attempted to plug it into another power outlet the device would not restart. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delays, adverse events or injuries reported based on this event.